Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an unspecified malfunction occurred. The sensor was inserted into the abdomen. On (B)(6) 2025, the patient experienced a hyperglycemic event for which they were hospitalized. The day of the event the patient experienced being out of it and was unable to focus on anything. The patient did not remember what the continuous glucose monitor (cgm) device was displaying during the event, and did not remember any specific cgm readings, but stated that there were no alerts. An ambulance was called by the patient's husband, and the patient was told by the paramedics from the ambulance that the sensor had failed. The dexcom sensor and pump were removed, and the patient was brought to the hospital. When a fingerstick was taken at the hospital the blood glucose reading was 1000 mg/dl. The patient was treated with insulin injection, and intravenous fluids. The patient stayed at the hospital for a total of 4-5 days. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was feeling weak but was doing better. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.